Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that : patient has bilateral is2 systems and now had an ablation due to heart arrythmia. Now after the procedure the implantable neurostimulator (ins) on the left side shows the power on reset (por) message ( internal device has lost all data) on the samsung handset. Patient was advised to contact the managing clinic to have the device re-programmed. Patient has been notified that they should call back if their issue is not resolved permanently. [See general text for rule out].

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.